Manufacturer narrative:
The explanted device was not returned to bsn as it were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that following the permanent implant of the lead, at thoracic level 8, during the post-operative recovery upon awakening the patient experienced neurological deficits of numbness in the lower legs. The patient was returned to the operating room and the system was explanted. The patient has no sensation or control from the waist down. Per the physician assessment there was a small hematoma upon surgical decompression the following morning and he believes that combined with the cord compression caused a spinal cord injury. Per the physician assessment this event is not device related, and is procedure related, and nothing happened intra-operatively that suggested anything out of the ordinary.